Event description:
Procedure type: sigmoid resection. According to the reporter: the first device did not completely cut the donut on the left side of the anastomosis. The device was forced to be removed from patient. The second device was also stuck but procedure was successfully completed after the doctor used shears to free the donut. No blood or tissue damage reported. Surgery time was extended by an hour and thirty minutes as a result. Patient reported as doing fine.